Event description:
The customer reported obtaining low wbc (white blood cell) qc (quality control) results involving the coulter act 5diff cap pierce. The cts (customer technical support) confirmed that the diluent and act 5diff rinse reagent were replaced on the second week of april and no calibration adjustments were completed. The customer stated that no samples were run when the issue with the controls was noticed and no erroneous patient results were generated. There was no change or affect to patient treatment in connection with this event. Act 5diff rinse reagent lot number 13002c00352 was used in conjunction with the analyzer at the time of the event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and rebuilt the aspiration reagent and sample syringes, aligned the probe, and replaced the rinse block, upper solenoid bank, and the wbc count vacuum solenoid. Replacement of the parts did not resolve the issue and the fse discovered that the instrument was running with a contaminated act 5diff rinse reagent with an open container expiration date of 07/18/2013. The fse stated that the reagent had visible white precipitate inside the bottle. The fse proceeded to clean the system and replaced the reagent to resolve the wbc recovery issues. Failure mode of the low wbc results on controls is attributed to a contaminated act 5 diff rinse reagent. (B)(4).